Event description:
On (B)(6) 2012, the wife of the lay user/patient contacted lifescan (lfs) alleging that the patient's onetouch ultralink meter was reading inaccurately high compared to another meter. The medical surveillance specialist (mss) spoke to the wife of the lay user/patient for follow-up questions and obtained/verified the following information. The wife informed that the patient's testing frequency is 5 times daily and manages his diabetes with an insulin pump (novolog/dose not specified). The wife reported the alleged issue began on (B)(6) 2012 at 10pm when he was brought to the hospital for other health issues(not specified). The wife reported blood glucose readings of "163 mg/dl" with the subject meter and "83 mg/dl" on another meter (nova glucose brand meter), performed less than 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. At the time the alleged issue began, the wife confirmed no action was taken regarding the patient's diabetes regimen. The mss confirmed with the wife that the patient was experiencing symptoms of weak and shaky after the alleged issue began; which was associated as low blood sugar symptoms. In response to the symptoms and the alleged low reading of "83 mg/dl", the wife stated the patient was given a food tray to eat; which included grape juice, a turkey sandwich, apple sauce, and a package of crackers. Within an hour later, the wife confirmed he felt better. At the time of troubleshooting, the cca noted the subject meter's unit of measure was set correctly and an approved sample site was used; however the meter was not coded correctly and the control solution was not available to perform a quality control solution test. Replacement product was sent to the patient. Based on the information provided, this complaint is being reported because the patient's wife claims the patient obtained an inaccurate high reading on the subject meter and reportedly developed symptoms suggestive of severe hypoglycemia requiring treatment after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k073231.